Event description:
Received report that while the end-user was operating their device out-of-doors, the device reportedly shut down leaving them stranded in the heat. Report indicated the end-user self-diagnosed with claims of having suffered heat stroke as a result. No reports were provided of medical intervention being sought.

Manufacturer narrative:
Report claims as the end-user was out-of-doors in a metropolitan setting, the m5 power wheelchair suddenly lost power and they were unable to restart the device. Reports indicate it was a hot day, and the end-user was stuck out in the heat for approximately 2 hours. The end-user professed having suffered heat stroke but did not indicate seeking medical intervention. The end-user stated regardless of the amount they used the device, the battery indicator on the joystick display remained at 100% and they did not know the accurate level of charge. Inspection of the device did confirm the battery level indicator staying at 100%, but in review of the devices electronic history, the battery levels never dropped below 50% capacity. Permobil is continuing to investigate the possible cause for the reported loss of power, and if any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.